Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the reporting number.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the assigned res number 82705. Has not yet been provided; however a follow up will be submitted, once the reporting number has been assigned.

Manufacturer narrative:
One 19fr stfi solopath device was received for product evaluation. The device was returned mated with the dilator. Visual inspection revealed that the sheath appeared to be in its original folding pattern indicating that the sheath was not inflated. The fairing tip at the end of the dilator appeared to be slightly dislodged from its original manufacturing position. No other anomalies were noted on the returned device. Functional testing was not possible due to the tip dislodgement. Microscopic inspection of the dilator tip revealed that the tip was slightly dislodged. A review of the device history record of the product code/lot# combination was conducted with no findings. Terumo has determined the reported event to be manufacturing related, and is being further investigated. This report is for the first device reported, for the second device reported during the same procedure see MDR 1118880-2019-00087.

Event description:
The user facility reported that the solopath device was damaged when they took the solopath out of the package. The silicone was still connected with the sheath; however, there was too little silicone covering the distally part of the sheath. There were some sharp edges at the transition of the sheath/tip. The doctor took another solopath, which also had the same issue. There was no patient involvement; the event occurred before use.